Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 122.0 and 131.0 cm from the hub. Conclusions: evaluation of the returned device revealed multiple ovalizations in the distal region of the cat6. This damage can occur as a result of forceful handling while advancing the introducer sheath to the distal tip of the cat6 during preparation for insertion into patient anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to introduce the cat6 into the sheath, the physician noticed that the cat6 tip was double twisted; therefore, it was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.